Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, confirmed foreign material, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It is unknown if the device was reprocessed according to the instructions for use (IFU). Physical damages of the foreign material residue point. IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the play of the up/down knob was out of the standard value due to wear of the angle wire; the suction connector had discoloration; the scope connector cover unit had a scratch; the suction connector had scratch; the protector of the universal cord on the suction connector side had a scratch; the protector of the universal cord on the control section side had a scratch; the universal cord had a scratch; the image guide protector had a scratch; the grip had a scratch; the scope cover had a scratch; the switch box had a scratch; switch one had a scratch; the suction cylinder was shaved; the forceps elevator lever had a scratch; the forceps elevator knob had a scratch; the up/down knob had a scratch; the right/left knob had a scratch; the control unit had discoloration; the control unit had a scratch; the adhesive on the bending section cover had a chip; the bending section cover had a scratch; the connecting tube had a scratch; and the connecting tube had a wrinkle. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. The endoscope was immersed in the detergent solution. There were no other concerns with reprocessing. It is unknown if there was a delay to pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. The customer stated it is unknown if there were any abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the air/water nozzle was flushed with detergent solution. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the gastrointestinal videoscope had reduced angulation. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.